Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lad. The lesion was 95% stenosed length was 35mm, severely calcified and tortuous. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with a sprinter legend balloon 3 three times (12 atms, 10s). 80% stenosis remained after pre-dil. A non medtronic stent failed to cross the lesion. The endeavor resolute was then used but this also failed to cross the lesion. No resistance was encountered when crossing the lesion. The lesion was dilated again and a resolute 2.5*24 was used to treat the lesion successfully. There was no patient injury reported. Device evaluation: the hypotube was kinked immediately distal to the strain relief. The distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th distal segment was deformed, the 10th and 11th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (95% stenosis, severe calcification and tortuous). Deformation problem (stent). Conclusion - inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (95% stenosis, severe calcification and tortuous)